Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient also had her gallbladder removed at that time due to gall stones. On (B)(6) 2013, she had a laparoscopic ventral hernia repair. She stated that the mesh was removed and the hernia defect was repaired with bard mesh. It is not known why the original mesh was removed or what was the initial indication for the mesh implantation. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.